Event description:
The customer reported to beckman coulter (bec) that daily checks (startup) fail daily on their unicel dxh 800 coulter analyzer and require repeat in order to pass backgrounds. The customer indicated that not always the same parameter fails. No erroneous results on patient samples or controls were generated in connection to the reported event. There was no change to patient treatment associated with this incident.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse replaced the blood sampling valve (bsv) which resolved red blood count (rbc) and platelet (plt) failed background issue. The fse also replaced the solenoid that delivers sample from white blood cell (wbc) bath to the hemoglobin (hgb) cuvette to resolve the hgb backgrounds issue. Following the repair, the fse ran several repeatabilities to verify that there were no hgb blank shifts and that the hgb was holding steady. Failure mode was attributed to the blood sampling valve (bsv) and solenoid that delivers sample from wbc bath to the hgb cuvette. (B)(4).